Event description:
A death follow-up form was sent to the patent's managing physician. The completed form was filled out and revealed the following surrounding the event: the physician re-iterates that the patient passed away from status epilepticus. The patient's response to vns therapy was a seizure reduction/seizure free. Both the generator and lead were explanted after death and have not been received by the manufacturer to date. The relationship of death to the vns was determined to be not related. When the patient was found dead, they were noted to be laying on the floor with their head [illegible]. The patient did have a history of nocturnal seizures.

Manufacturer narrative:
B3. Date of event; corrected information; inadvertently included incorrect information initial report. H4. Device manufacture date; corrected information; inadvertently left off of initial report despite being known at the time of submission. D4. Lot#; corrected information; inadvertently included incorrect information initial report. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had passed away due to status epilepticus. The physician did not believe that this death was related to vns. No other relevant information has been received to date.